Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite (return instrument test/evaluation) functional test due to fluid delivered out of specification during fill 1, fill 2, drain 1, and drain 2 (spec 774.0ml to 821.0ml). Device passed rite electrical test. The assignable cause for the reported rite issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.